Event description:
The dental implant fx4810mlc was removed on (B)(6) 2017, 4 months after implantation. The doctor indicated lack of initial stability was the reason for implant removal. The patient has no significant medical history and has been recovered without complications.